Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Analysis was unable to verify button error alarm due to blank display. The insulin pump was received with moisture damage at motor assembly. The insulin pump was received missing end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer also reported that the insulin pump would not turn on. The customer's blood glucose was 200 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.